Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) output was out of specification and is being returned for repair. Follow-up information received determined there was no patient involvement. The condition was found during a preventative maintenance check.

Event description:
It was reported that the external pulse generator (epg) output was out of specification and is being returned for repair. No patient complications have been reported as a result of this event.